Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse received a non-bd mini bag of vidaza 216 mg/0.9 ns 100 ml from the pharmacy. The nurse then hung the bag, avoiding grasping the drip chamber while inserting the pump segment into the pump. Upon initiation of the infusion the spike dislodged from the bag and leaked the entire contents of the chemotherapy drug onto the floor. They later confirmed that the pharmacy technician used a twisting motion to insert the spike into the bag. There was no exposure or harm caused to the patient or the nurse.